Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the occlusion bell sounded and a thermal burn occurred to a patient's left eye during ultrasound phase of a cataract procedure. The occlusion was resolved by replacing the phaco tip. The incision had to be sutured closed and a contact lens was inserted. The surgeon provided additional information and he indicated he thinks the ocular visoelastic shellgan may have caused the phaco tip to become clogged. No additional information is expected.

Manufacturer narrative:
One opened balanced phaco tip was returned for evaluation for the report of no aspiration which resulted in a thermal burn. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A visual inspection of the phaco tip was performed and the tip was deemed conforming. No visual evidence of any reason for occlusion. The phaco tip was flushed with fluid and the inside diameter and aspiration bypass hole have a good fluid pathway. No clog was present. The complaint evaluation cannot confirm the phaco tip has any reason for an aspiration failure. The tip was manufactured to specification and has no occlusion present within its inside diameter. The reason for the occlusion, and resulting thermal burn cannot be determined from this evaluation. No specific action with regard to this complaint was taken because the reason for the complaint issue was unable to verify and the phaco tip met specification. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).